Event description:
It was reported the programmer rf (radio-frequency) head was not working. Further details on what was not working are not available. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer rf (radio-frequency) head had damaged cable insulation, and there was no telemetry uplink when the cable was moved. The top lens cover was also cracked, and the rubber pad was missing from the label.